Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have a fiber communication error leading to error 17. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, site encountered an error 17 at startup with the touch panel not working on the vision side cart (vsc). The site performed a hard restart of the system and the vsc with no change in the situation. The site planned to swap to their da vinci xi system as the current system was down. The procedure was aborted to another da vinci with no reported injury.